Manufacturer narrative:
Summary of event: it was reported there was leaking from a 'bakri tamponade balloon catheter' device. The patient had vaginal delivery, when the bleeding reached 500ml, and the mother was diagnosed with placenta previa, so the doctor placed the complaint device for preventive use. The patient had an additional 100ml of blood loss after the device use; resulting in a total blood loss of 600ml. The patient did not require transfusions. The device was not handled by or in the proximity of any metal tools. Sponge forceps (toothless) were used to place the device. After the leak was found, the balloon was removed and replaced with a new one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14159274. A complaint history database search showed no other related complaints associated with the complaint device 14159274. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU (t_j-sosr_rev4; 'bakri postpartum balloon') supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. Upon function testing, lumen communication leakage was observed at the hub. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer occupation: unknown this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported there was leaking from a 'bakri tamponade balloon catheter' device. The patient had vaginal delivery, when the bleeding reached 500ml, and the mother was diagnosed with placenta previa, so the doctor placed the complaint device for preventive use. The patient had an additional 100ml of blood loss after the device use; resulting in a total blood loss of 600ml. The patient did not require transfusions. The device was not handled by or in the proximity of any metal tools. Sponge forceps (toothless) were used to place the device. After the leak was found, the balloon was removed and replaced with a new one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.